Manufacturer narrative:
The evaluation results could not verify the reported complaint and suggests that this event is not device related but rather is associated with intra-operative procedures.

Event description:
During surgery the surgeon impacted the insert onto the cup but then realized that it was not stable presenting a rotational movement. The insert was removed and surgeon impacted another insert of the same code number. There was no adverse consequence for the pt or delay in surgery or anesthesia time.